Event description:
It was reported that catheter shaft break occurred. A 2.00mm x 20mm maverick² balloon catheter was advanced and successfully inflated on first inflation at unspecified pressure. During the 2nd inflation, the encore inflation device was able to increase atms, however the lesion was noted to be a "little too tight" and the shaft of the 2.00mm x 20mm maverick² balloon catheter broke 7 inches from the hub. The physician removed the device as one unit and the procedure was completed with different device. No patient complications were reported. Patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a maverick2 balloon catheter with no original packaging or other devices. The device was returned in two pieces. There were multiple hypotube bends and the hypotube was kinked 50cm from the distal tip. The hypotube was broken off 63.5cm from the strain relief. Inspection under magnification revealed that the fracture faces were oval shaped, as if kinked prior to separation. The shaft was flattened 20cm from the distal tip. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter shaft break occurred. A 2.00mm x 20mm maverick²¿ balloon catheter was advanced and successfully inflated on first inflation at unspecified pressure. During the 2nd inflation, the encore inflation device was able to increase atms, however the lesion was noted to be a "little too tight" and the shaft of the 2.00mm x 20mm maverick²¿ balloon catheter broke 7 inches from the hub. The physician removed the device as one unit and the procedure was completed with different device. No patient complications were reported. Patient's status was fine.

Manufacturer narrative:
(B)(4).